Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was capped and replaced during the pulse generator change out procedure. He patient was doing fine after the procedure.